Event description:
Reported: in 2005 - pt underwent a hernia repair, during, which 2 ck mesh patches were implanted (p/n 0010208, lot 43gpd289 and p/n 0010202, lot 43iod298). In 2006 - pt developed a recurrent incisional hernia. Based on examination, pt was scheduled for a diagnostic laparoscopy. The next month - pt underwent laparoscopy, lysis of extensive peritoneal adhesions and repair of his incisional hernia. The piece of defective ck mesh was visualized with hernia defects around it. The surgeon placed a larger piece of bard composix ex mesh over original ck mesh and fascial defects. A second piece of bard composix ex mesh was used to fully cover the pt's incision. In 2007 - pt presented to the hospital with complaints of chronic abdominal pain. On diagnostic laparoscopy, the pt had a great number of adhesions of both small bowel and colon to his previous laparoscopically placed mesh. Upon further examination, the original defective ck mesh was found "curled upon itself, the edges of which were consistent with the areas that were causing the pt pain." The defective ck mesh was explanted and sent to pathology for examination. The pathology report identifies the defective ck mesh patches as "two irregular fragments of apparent mesh." The final diagnosis provides: "mesh; fibrosis and reactive changes adjacent soft tissue."

Manufacturer narrative:
Lot number provided, 43gpd298, determined not to be a valid lot number. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. Reference MDR 1213643-2008-00169 covering second ck mesh implanted in 2005.